Event description:
Customer reportedly obtained results of 339 mg/dl and 154 mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.